Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 158, 173, 149 and 226 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-105 mg/dl and pm fasting blood glucose test result range is 150-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date is 10 days ago. The meter memory was reviewed for previous test result history: result 1: 158 mg/dl date: (B)(6) 2022 time: 7:22am fasting, result 2: 173 mg/dl date: (B)(6) 2022 time: 7:20am fasting, result 3: 149 mg/dl date: (B)(6) 2022 time: 7:18am fasting, result 4: 226 mg/dl date: (B)(6) 2022 time: 10:20pm fasting, result 5: 106 mg/dl date: (B)(6) 2022 time: 6:30am fasting.

Manufacturer narrative:
Sections with additional information as of 13-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.